Event description:
The hcp reports that the patient developed redness, swelling, drainage and pain of the interstim neurostimulator device pocket site and lead track. The patient does not have meningitis. Cultures were taken of the device pocket and were positive for multiresistant staphylococcus aureus. The patient was treated with oral and IV antibiotics and the device system explanted. The infection is reported as resolved.

Manufacturer narrative:
The device was returned to medtronic inc. On 9/15/2006 and analysis is pending. A follow-up medwatch report will be sent once the analysis is completed.